Event description:
It was reported that thrombosis occurred. Approximately two (2) years ago, a left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At a routine follow-up appointment, a device related thrombus (drt) with a size of 4cmx5cm was observed. It was noted that the patient had discontinued all medications. Surgical removal and resection were performed, and it was observed that it adhered from the surface of the device to the left atrial wall.